Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
Device evaluation: a visual and tactile inspection revealed a fracture near the distal end and the spring tip is missing. The outer diameter measurements were measured and met specifications. A sem lab analysis was preformed and it concluded that the fracture was due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as: 2134265-2011-00289 and 2134265-2011-00454. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 95% stenotic lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. The physician advanced the 325cm rotawire guide wire and the 1.5mm rotalink burr to the lesion and began ablation. Two ablation passes were completed when the rotawire fractured. No guide wire fragment was left in patient and no intervention was required. The physician then advanced another 325cm rotawire to the lesion and during the fourth ablation pass the burr came into contact with the rotawire and the radiopaque portion of the tip broke from the wire. The physician made a decision not to retrieve the wire fragment and the fragment was left in the distal cx artery. The procedure was completed with a 3.5mm non-bsc balloon and the deployment of a 3.25mm non-bsc stent. The wire fragment was not stented to the wall of the vessel. No further complications were reported and the patient's status is fine.

Event description:
Same case as: 2134265-2011-00289 and 2134265-2011-00454. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 95% stenotic lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. The physician advanced the 325cm rotawire guide wire and the 1.5mm rotalink burr to the lesion and began ablation. Two ablation passes were completed when the rotawire fractured. No guide wire fragment was left in patient and no intervention was required. The physician then advanced another 325cm rotawire to the lesion and during the fourth ablation pass the burr came into contact with the rotawire and the radiopaque portion of the tip broke from the wire. The physician made a decision not to retrieve the wire fragment and the fragment was left in the distal cx artery. The procedure was completed with a 3.5mm non-bsc balloon and the deployment of a 3.25mm non-bsc stent. The wire fragment was not stented to the wall of the vessel. No further complications were reported and the patient's status is fine.